Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, for the first firing during a laparoscopic distal pancreatectomy, the surgeon connected the reload to the adapter, clamped the tissue, and checked the status indicators which were illuminated green. After the 5 minutes of clamping, the surgeon pushed the green firing mode button and the status indicators were flashed green. Then the surgeon pushed the blue button, however the firing was not started. The surgeon tried to release the cartridge from the tissue and pushed the silver button, however the device did not react. The surgeon opened the jaws with the manual adapt tool, released the tissue from the cartridge. The powered handle was replaced by a manual handle and a new reload. The procedure was completed. After the operation, the status indicators were illuminated blue and the handle indicator was flashed. The UDI number is not available. The procedure was completed with another device. The status of the patient: no problem. The product did not lock on tissue and was removed from the tissue without damaging it. The patient age is not available. The patient weight is not available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.